Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the breaker switch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently turn on and off. No patient injury was reported.